Event description:
Medtronic legal received information from the family's attorney on june 16th, 2024. Medtronic received information about a device/product legal hold notification comprising only four claims. The reporter claims that one of the 670g insulin pumps was used with a defective, missing, or broken retainer ring, resulting in a suspected under-delivery abnormality. The consumer reported a blood glucose level of 394 mg/dl. The customer reported hyperglycemia, which was addressed with ems, an ambulance, or an emergency room visit. The customer reported the following leading up to the event: no troubleshooting was identified. Caused the claimant to suffer a serious injury, the customer reported hypoglycemia treated with an ems, ambulance, or ER visit. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved product(s) unomedical, mmt-332a, and mmt-1780kl. Customer stated that the pump had been dropped, bumped, and/or sustained physical or cosmetic damage. The customer reported having excessive blood glucose. It was unclear whether the user had used the insulin pump system within 48 hours and whether the auto mode feature was turned on at the time of the incident. No further customer complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. Mmt-1780kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.